Event description:
Boston scientific crm received information that during the pre-discharge check, rv sensing was low, impedances were around 1584 ohms and there was no capture. During the lead revision, it was determined that the lead had pulled back. It was noted that the suture was around the lead, but not around the suture sleeve and there was blood inside the lead lumen. There was concern that the suture was tied through the lead during the implant procedure resulting in blood infiltration and high impedances, which increased to 1800 ohms just before the revision procedure. The lead was explanted and replaced.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the electrical performance of the lead was in specification. The cuttings in the insulation and the deformation of the outer coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.